Manufacturer narrative:
The event of ipg explant/replacement due to ipg reaching end of life was reported to abbott. The patient stopped charging the device as they were unable to communicate with external devices. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Corrected data: device code has been corrected to wireless communication problem.

Manufacturer narrative:
Event date is estimated. The results/ method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported patient lost therapy approximately in (B)(6) 2019. Also, patient stopped charging the device as they were unable to communicate with external devices. As a result to address the issue patient underwent surgical intervention wherein the ipg was replaced. Reportedly effective therapy was restored.